Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the catheter was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: surgery service assistant reports in round that the medical device in question at the time of use, "flourishes" when removed and cannot be used, but it did not cause damage;

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the catheter was damaged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: surgery service assistant reports in round that the medical device in question at the time of use "flourishes" when removed and cannot be used, but it did not cause damage.

Manufacturer narrative:
Patients birthday was not provided, (B)(6) 1995 was used based on age of patient. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.